Event description:
It was reported that 4 bd general use syringes had missing scale markings. The following information was provided by the initial reporter: "there is no digit scales at the syringe."

Manufacturer narrative:
Investigation summary: it was reported there is no digit scale on the syringe. To aid in the investigation, four samples and three photos were received for evaluation by our quality team. Three samples came in sealed packaging blisters and one was out of the packaging blister. A visual inspection was performed. The four samples have a scale marking issue and no other defects or imperfections were observed. The three photos show the samples received. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported. A device history record review was completed for provided material number 302832, lot number 1145180. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.